Manufacturer narrative:
The customer¿s experience with a device that turns on and off by itself, could not be confirmed in the logs or replicated during testing. The customer did not return any logs or devices for this investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. The file may be closed based on the above facts.

Event description:
The customer requested assistance from bd tech support to review event logs for "the unit turns on and off by itself. The customer stated that there was no patient involvement. Although requested there are no additional details provided by the customer.